Event description:
Device malfunction: stent loose on balloon. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an unspecified stenting procedure, the omnilink stent moved on the balloon. The stent and the stent delivery system were removed from the pt's anatomy intact. There was no adverse pt sequela. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.